Manufacturer narrative:
Concomitant product: product ID 3487a, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that impedance measurements were run at 0.7 volts and impedance values for electrode 1 were around 5000-6000 ohms. Impedance values with reference 0 were in the range of 500-700 ohms. The patient was seen the day of the report because pain was coming on stronger than in the past. It was noted that a link could not be drawn between pain and electrode 1 not working. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.